Manufacturer narrative:
The manufacturer previously received a voluntary medwatch (mw5103963) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop asthma and restrictive lung disease. In the previous report section b5 was incorrect, it should have been reported as : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information in a voluntary medwatch (mw5103963), alleging a patient developed asthma and restrictive lung disease, shortness of breath, cough, wheezing related to a CPAP device's sound abatement foam. The patient was prescribed oxygen for the reported events. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 health effect- clinical code has been corrected and type of investigation, investigation findings and investigation conclusions has been updated in this report.

Event description:
The manufacturer received a voluntary medwatch (mw5103963) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop asthma and restrictive lung disease. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.